Event description:
It was reported that the bd ultra fine¿ insulin pen needle bent while penetrating the skin during use, resulting in failure to deliver the full dosage. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "consumer reported 2 pen needles bent during injection. Stated the needle penetrated her skin but it bent. Did not get full dosage so she had to use a second pen needle. Consumer experienced pain while injecting because it bent."

Manufacturer narrative:
Investigation: customer returned six (6) used 32g x 4mm bd pen needles. Consumer reported pen needles bent during injection. All six returned samples were examined, and the following was observed: 3 samples with bent patient end (pe) cannulas and hooked pe cannula points. 2 samples with hooked pe cannula points. 1 sample with a good pe and npe cannula. No evidence of manufacturing defects were observed on the returned samples ¿ see attached photos. As all six samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent pe cannulas and hooked pe cannula points is human error during use of the pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (bent pe cannula and hooked pe cannula point). The possible root cause for these issues is: user error. No evidence of manufacturing related issues were observed on the returned samples. All six samples were received after use so the likely scenario is that the bent pe cannulas and hooked pe cannula points were a result of improper handling of the pen needles by the customer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ insulin pen needle bent while penetrating the skin during use, resulting in failure to deliver the full dosage. The customer reported 2 occurrences of this event. The following information was provided by the initial reporter: "consumer reported 2 pen needles bent during injection. Stated the needle penetrated her skin but it bent. Did not get full dosage so she had to use a second pen needle. Consumer experienced pain while injecting because it bent."